Manufacturer narrative:
A ge service representative performed an on site investigation. The connector on ps1 was evaluated and reseated. The voltage on power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported, the system continued to fluoro briefly after releasing the x-ray button. This occurred outside of a procedure with no patient involvement. There is no report of injury or death associated with this event.